Manufacturer narrative:
This report is filed january 7, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced soreness at the abutment site. Subsequently the site was cauterized (date not reported). The implanted device remains.